Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed intermittent imprecision with the magnesium assay on the architect c4000 analyzer. No adverse impact to patient management was reported. Sample ID (B)(6): initial result of >7.8 meq/l on (B)(6) 2018 retested at 1.8 meq/l twice. Sample ID (B)(6): initial result of 5.9 meq/l on (B)(6) 2018 retested at 2.6 meq/l.

Manufacturer narrative:
The customer performed recommended troubleshooting steps but imprecision continued so service was requested. Filed service found build up on the cuvettes and washer assembly tubing. Service manually cleaned the cuvettes and the cuvette washer assembly probes and tubing and aligned the cuvette washer. System performance was verified by running magnesium qc and a precision run with acceptable results. A review of the c400552 service history revealed no additional reports of erratic or discrepant results have been received. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.